Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump and catheter were replaced on (B)(4) 2018. The infusion system would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10 mg/ml, 10.874 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and complex reg pain syndrome type 1. It was reported that motor stall was seen at initial interrogation. The pump had been stalling and recovering everyday since (B)(6) 2018 but with the last stall, there was no recovery. The patient went into massive withdrawal on (B)(6) 2018. They were supplementing the patient with morphine 15mg three times a day. The elective replacement indicator (eri) was 4 month away. No further complication was reported.

Manufacturer narrative:
Aware date of the event was corrected to 2018-sep-21. Event description was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and representative regarding a patient receiving dilaudid (10 mg/ml, 10.874 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and complex reg pain syndrome type 1. It was reported that motor stall was seen at initial interrogation. The pump had been stalling and recovering everyday since (B)(6) 2018 but with the last stall, there was no recovery. The patient went into massive withdrawal on (B)(6) 2018. They were supplementing the patient with morphine 15mg three times a day. The elective replacement indicator (eri) was 4 month away. No further complication was reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed in motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.